Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited farfield oversensing causing pacing inhibition on the right ventricular (rv) and left ventricular (lv) leads. Surgical intervention was performed and the ra lead was explanted and replaced. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that there was a cut in the terminal pin assembly area. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the anode coil was broken in the terminal area. Analysis determined that the damage to the terminal pin assembly and anode coil occurred during the extraction of the lead and did not contribute to the clinical observations.